Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, sleep current measurement, active current measurement and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer stated that insulin pump had failed battery test alarm. The troubleshooting was performed for the blank display. The device will be returned for the analysis.